Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of lo results. Customer states that he is unsure of how he feels. It was recommended the customer seek medical attention. Customer stated he would get a ride to the va hospital. On a follow up call placed (B)(6) 2015; customer states upon arrival at the va hospital his blood glucose was 274mg/dl, the customer states he has been discharged and currently feels well. Verified the strips expire 04/28/2017.